Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by implant patient registry, approximately 1 month and 16 days post transfemoral tavr procedure with a 26 mm sapien 3 ultra valve in the aortic position, the valve was explanted due to unknown reasons. An edwards surgical valve was implanted.

Manufacturer narrative:
Per the tavr tte report, there were technical difficulties during this study due to the patient habitus. The aortic valve was not well visualized, normal mean gradient of 12 mmhg. The 30-day status post tavr follow up visit reported a well-seated 26mm thv in aortic position. ''Leaflets not well seen. Peak velocity 3.6 m/s with mean gradient of 29mmhg which is elevated. There is at least moderate to severe paravalvular aortic regurgitation.'' The device was not returned for evaluation. As the device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed from the provided medical records. A review of the device history records, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint events. A review of instructions for use and training manuals revealed no inadequacies. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. It is possible that the thv was not properly anchored to the annulus due to the non-uniform sealing area of a bicuspid valve with severe calcification, leaflet overhang and an under-expanded valve, leading to thv migration. As such, available information suggests that patient factors (severe calcification, bicuspid aortic valve, leaflet overhang, under-expanded valve) and/or procedural factors (under-expanded valve) may have contributed to the thv migration. Per the instructions for use (IFU), paravalvular leak (pvl), transvalvular leak or valve regurgitation are potential adverse events associated with bioprosthetic heart valves and the thv procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, per the patient's medical records, the thv valve migrated towards the ventricle. Valve migration can compromise the seal between the valve and the native annulus leading to the paravalvular leak as reported. This can also affect blood flow leading to reduce back pressure for the leaflets to close, which lead to central regurgitation as reported. Additionally, it is also possible that incomplete thv expansion prevented the tapered valve profile from adequately maintaining forward blood flow during systolic phase (wherein leaflet coaptation closes the valve), resulting in central regurgitation. As such, available information suggests that patient factors (thv migration) and/or procedural factors (under-expanded valve) may have contributed to paravalvular leak and central regurgitation. Since no product non-conformances or IFU or training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on medical record review. The following sections of this report have been updated: additional information b.5, corrected b.1, h.6 clinical code, device code, and type of investigation. The investigation is ongoing.

Event description:
Per medical records review, the patient underwent a tavr procedure with a 26mm s3u valve. The patient tolerated the procedure very well without any immediate complications and was sent home on the following day. Approximately one month and 16 days post tavr, the patient presented to the emergency department with fatigue and shortness of breath of (sob) 2 days duration. The patient stated to be feeling well post tavr procedure, however, about a week later started experiencing sob that progressively worsened. The patient was admitted and was found to have paroxysmal atrial fibrillation severe paravalvular leak around the non-coronary cusp (ncc) area with severe native aortic leaflet overhang above the tavr stent and severe aortic insufficiency. The tavr valve stent was appearing low down on the left ventricular outflow tract (lvot). The inner tavr stent diameter measured of 22mm and outer stent diameter of 25-26mm. Per the tte report, there is significant native aortic leaflet overhang above the tavr stent top, around the ncc area covering about 1/3~1/2 of the tavr stent top on the aortic side with pvl originating below the native leaflet overhang. There was a high gradient across the tavr valve with peak gradient 48 mmhg, mean gradient of 24mmhg, ava of 1.5 cm2 which is likely related to both severe aortic regurgitation (central leak) and leaflet overhang. The tavr stent appears low with probably 70-80% to 20-30% of lvot to aorta ration at the ncc side and 50-50% on the left coronary annular side. Mild mitral regurgitation. The patient was taken for emergent explant of the tavr valve on the following day. Per the op report, the s3u was found to be inferiorly displaced and malpositioned. The s3u valve was approximately 2 to 3 centimeters below the aortic annulus impinging the mitral valve apparatus. There was severe calcification of the native aortic valve leaflets. The native aortic valve was bicuspid. The patient had a 4.5 aortic aneurysm and a very thin aorta, which was consistent with bicuspid aortopathy. The valve was replaced with a 27mm inspiris aortic valve. The procedure was complicated by significant coagulopathy and medication was given to control the bleeding. Hospital course was complicated by hypertension and perioperative bleeding requiring transfusion. The patient was discharged home in stable condition on pod-7.